Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("unbearable pain"), immunodeficiency ("lowest immune defenses") and skin neoplasm excision ("removal of a melanoma from the umbilicus") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced hypertension ("hypertension") and epicondylitis ("epicondylitis"), 10 days after insertion of essure. On (B)(6) 2009, the patient experienced the first episode of anxiety ("night anguish with thorax oppression"). On (B)(6) 2010, the patient experienced the second episode of anxiety ("anguish"), poor quality sleep ("bad sleep before going to work"), sensation of foreign body ("pression (like lump in the throat)"), skin warm ("heat on face "), feeling cold ("extremity coldness on afternoon") and chest discomfort ("night anguish with thorax oppression"). On (B)(6) 2010, the patient experienced nausea ("nauseas just after breakfast"), decreased appetite ("sometimes no hungry on evening"), abdominal distension ("bloating"), constipation ("sometimes 3 day without stools"), musculoskeletal pain ("shoulder pain"), pain in extremity ("forefinger pain") and arthralgia ("elbow pain"). In 2011, the patient experienced acute sinusitis ("acute sinusitis"). In 2012, the patient experienced hypothyroidism ("hypothyroidism") with fatigue. In 2014, the patient experienced myalgia ("inexplicable muscular pain"). In 2015, the patient experienced ligament sprain ("foot sprain") and complex regional pain syndrome ("algodystrophy"). In 2016, the patient experienced periarthritis ("capsulitis with cervico-thoracic nerve pain") and neuralgia ("cervico-thoracic nerve pain"). On (B)(6) 2016, the patient experienced female sexual dysfunction ("pelvic pain and disability to have sexual intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), mononucleosis syndrome ("mononucleosis"), sciatica ("left leg pain (in the form of sciatic pain)"), dizziness exertional ("walking again without dizziness"), arthropathy ("joint problems"), dyspepsia ("dyspepsia on midday") and erythema ("erythema on knees"), underwent skin neoplasm excision (seriousness criterion medically significant) and was found to have weight decreased ("lost 6 kilograms"). The patient was treated with surgery (essure removal on (B)(6) 2017 by bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, immunodeficiency, skin neoplasm excision, acute sinusitis, hypothyroidism, myalgia, ligament sprain, complex regional pain syndrome, periarthritis, neuralgia, mononucleosis syndrome, nausea, dyspepsia, decreased appetite, abdominal distension, constipation, musculoskeletal pain, hypertension, the last episode of anxiety, poor quality sleep, sensation of foreign body, skin warm, epicondylitis, female sexual dysfunction, erythema, pain in extremity, arthralgia, feeling cold and chest discomfort outcome was unknown and the sciatica, dizziness exertional, arthropathy and weight decreased was resolving. The reporter provided no causality assessment for acute sinusitis, arthropathy, complex regional pain syndrome, dizziness exertional, hypothyroidism, immunodeficiency, ligament sprain, mononucleosis syndrome, myalgia, neuralgia, pelvic pain, periarthritis, sciatica, skin neoplasm excision and weight decreased with essure. The reporter considered abdominal distension, arthralgia, chest discomfort, constipation, decreased appetite, dyspepsia, epicondylitis, erythema, feeling cold, female sexual dysfunction, hypertension, musculoskeletal pain, nausea, pain in extremity, poor quality sleep, sensation of foreign body, skin warm, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: hysteroscopy performed on (B)(6) 2009 found left essure with 3 visible coils and right essure with 8 visible coils. Result: on sick leave for 8 months now following this removal improvement of the following symptoms: the very next day less intense left leg pain (in the form of sciatic pain), began walking again without dizziness, lost 6 kilograms, pressure treatment to be changed, fewer joint problems, chronic fatigue disappearing. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: new events reported from lawyer via legal department: abdominal distension, arthralgia, chest discomfort, constipation, decreased appetite, dyspepsia, epicondylitis, erythema, feeling cold, female sexual dysfunction, hypertension, musculoskeletal pain, nausea, pain in extremity, poor quality sleep, sensation of foreign body, skin warm. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("unbearable pain"), immunodeficiency ("lowest immune defenses") and skin neoplasm excision ("removal of a melanoma from the umbilicus") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. In 2011, the patient experienced acute sinusitis ("acute sinusitis"). In 2012, the patient experienced hypothyroidism ("hypothyroidism") with fatigue. In 2014, the patient experienced myalgia ("inexplicable muscular pain"). In 2015, the patient experienced ligament sprain ("foot sprain") and complex regional pain syndrome ("algodystrophy"). In 2016, the patient experienced periarthritis ("capsulitis with cervico-thoracic nerve pain") and neuralgia ("cervico-thoracic nerve pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), immunodeficiency (seriousness criterion medically significant), skin neoplasm excision (seriousness criterion medically significant), mononucleosis syndrome ("mononucleosis"), sciatica ("left leg pain (in the form of sciatic pain)"), dizziness exertional ("walking again without dizziness"), arthropathy ("joint problems") and weight decreased ("lost 6 kilograms"). The patient was treated with surgery (essure removal on (B)(6) 2017 by bilateral salpingectomy). Essure was withdrawn. At the time of the report, the pelvic pain, immunodeficiency, skin neoplasm excision, acute sinusitis, hypothyroidism, myalgia, ligament sprain, complex regional pain syndrome, periarthritis, neuralgia and mononucleosis syndrome outcome was unknown and the sciatica, dizziness exertional, arthropathy and weight decreased was resolving. The reporter provided no causality assessment for pelvic pain, immunodeficiency, skin neoplasm excision, acute sinusitis, hypothyroidism, myalgia, ligament sprain, complex regional pain syndrome, periarthritis, neuralgia, mononucleosis syndrome, sciatica, dizziness exertional, arthropathy and weight decreased with essure. The reporter commented: result: on sick leave for 8 months now following this removal improvement of the following symptoms: the very next day less intense left leg pain (in the form of sciatic pain), began walking again without dizziness, lost 6 kilograms, pressure treatment to be changed, fewer joint problems, chronic fatigue disappearing. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-mar-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2457 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced unbearable pain, lowest immune defenses and removal of a melanoma from the umbilicus. Essure was removed via bilateral salpingectomy. Only the event unbearable pain, seen as pelvic pain, is regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. After essure insertion, pelvic pain may occur. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. The product technical analysis concluded a quality defect was not confirmed but considered plausible. No further information will be available, because health authority does not allow active follow-up.